Manufacturer narrative:
(B)(4).

Event description:
During an ent case, the surgeon reported the housing on the plasmablade device tip melted and the wire fractured and detached. The surgeon also reported sparking coming from the device tip. This occurred with two plasmablade devices. The fractured wire was removed from the patient and no injury was reported.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained, follow-up communication is still in-progress.

Event description:
During an ent case, the surgeon reported the housing on the plasmablade device tip melted and the wire fractured and detached. The surgeon also reported sparking coming from the device tip. This occurred with two plasmablade devices. The fractured wire was removed from the patient and no injury was reported.